Event description:
Reportedly, on (B)(6) 2011, the pt suffered a vt. The ICD detected it and delivered an atp. Then the rhythm got faster, becoming a vf. The ICD detected the vf nevertheless, the corresponding therapies were delayed because of r wave under sensing (preventing vf diagnosis to be confirmed earlier). Pt was revived by emergency services and moved to the hospital. The pt died on (B)(6), due to a brain death (anoxia encephalopathy).

Manufacturer narrative:
(B)(4), 2012. The event concerns a device that was manufactured and used outside the united states. Analysis is pending.